Event description:
It was reported that an internal component was not functioning. It was further reported that the unit displayed an e-1 error message.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.